Event description:
It was reported that between the latest follow-up appointments in (B)(6) 2021 to october, this device battery exhibited a decreased longevity from two years to less than three months. The physician suspected this device battery to be prematurely depleting. Information was requested regarding the explant procedure, but the procedure has not yet been scheduled. At this time, the device remains implanted and no adverse patient effects were reported.

Manufacturer narrative:
The returned device was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Event description:
It was reported that between the latest follow-up appointments in february 2021 to october, this device battery exhibited a decreased longevity from two years to less than three months. The physician suspected this device battery to be prematurely depleting. The device was subsequently explanted and replaced to resolve the event and no additional adverse patient effects were reported. The device was received for analysis.